Event description:
Approx 6 months following the placement of two cypher stents, the pt returned for follow-up. Repeat coronary angiography revelaed a displacement type fracture of the proximal edge of the distal stent placed in the right coronary artery with in-stent restenosis. No intervention was necessary. This pt was admitted for further eval due to stable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 2 vessel disease. The first lesion described is the left circumflex-however, this lesion was not treated. The target lesion is described as an eccentric, non-tortuous segment of the right coronary artery with chronic total occlusion. Thisde novo lesion had angulations of <45 degrees, with no calcification and no thrombus present. Lesion strength was 10-20mm. Timi of 1. It is unknown of the lesion was pre-dilated. A cypher 2.75 x 33mm stent is placed followed by a cypher 2.75 x 28mm stent. It is unknown if post-dilatation was performed. Highest balloon pressure was 16 atms. There were no complications.